Manufacturer narrative:
Concomitant medical products: product ID: unknown catheter, lot #: unknown, product type: catheter. Other relevant device(s) are: product ID: unknown catheter, serial/lot #: unknown, ubd: unknown, UDI #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving baclofen [2000 mcg/ml] at a dose of 250 mcg/day. The indication for use was not provided. It was reported that the patient had spasticity clinical symptoms. The surgeon thought there was a catheter obstruction so the pump and catheter were replaced. It was noted that the surgeon didn't know where the obstruction was and they didn't keep the catheter (only the pump. The doctor didn't know the medication flow near the pump segment. The cause of the catheter obstruction was unknown. It was indicated that the pump would be returned. No environmental factors were reported to have led or contributed to the event. At the time of the report the issue was resolved and the patient status was alive without injury. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot# 0216184001, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a foreign user facility report. The report indicated that the "pump was malfunctioning because there was no flow at the end of the pump, which eventually blocked the spinal catheter." The patient experienced a spastic rebound. The action taken included replacing the pump with the same concentration and dose of baclofen.